Manufacturer narrative:
Conclusion: the complaint is confirmed for bonded luer connector resulting in the user being unable to remove the introducer needle. This complaint is the result of a manufacturing issue, as the components were inadvertently bonded during assembly. Visual inspection verified the device does have damage to the female and male luers and both appear to be broken. No other damage was observed. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis of returned device: reason for return was confirmed. Visual inspection shows the male luer stem of needle introducer appears to have been inadvertently bonded to the female luer during assembly and when it was removed the luer cracked/split. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a dlp aortic root cannula (with vent line), the customer reported after inserting the cannula into the aorta, the introducer got stuck while attempting to remove and was unable to be removed from the cannula. The device was replaced to complete the procedure. There was no patient impact associated with this event.